Event description:
Customer reports, about three weeks ago a patient was operated on for a fem-pop by-pass with vascular graft using surgilene as the anastomosis suture. This procedure was performed on a emergency basis, as complete blockage was diagnosed. Three weeks post-op the pt suffered massive femoral bleeding and required immediate surgery. The surgeon reported that the surgilene suture was broken at a "several places" at the location of the proximal anastomosis and suture pieces were located in the tissue. The pt is reported as "relatively well". The reporting party cannot comment if the surigilene was grasped with unsuitable instrumentation during the primary surgery.